Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that : "during reaming for a femur nail, the nail guide broke off sharply after few seconds of reaming. Clinical consequences and current status of the patient or person involved: serious consequences, increased duration of intervention, ++ risk of infection" 4/16/2025 - additional information received from the customer: the procedure could be completed correctly with another guide. Major consequences for the child: large additional incision (need for a large additional skin incision to remove the guide), increased block time, ++ risk of infection.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could be confirmed during the investigation. The device has not been returned for investigation. A photo of the broken guide wire was received, confirming the reported event. However, it was not possible to identify the lot number and no detailed investigation was possible based on the photo only. It was not possible to determine the root cause of the breakage without the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "during reaming for a femur nail, the nail guide broke off sharply after few seconds of reaming. Clinical consequences and current status of the patient or person involved: serious consequences, increased duration of intervention, ++ risk of infection" 4/16/2025 - additional information received from the customer: the procedure could be completed correctly with another guide. Major consequences for the child: large additional incision (need for a large additional skin incision to remove the guide), increased block time, ++ risk of infection.

Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned, and h6 (method, results and conclusion codes). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned guide wire was confirmed based on the catalog # and lot # marked. The instrument broke into three parts, all were returned. In addition to the breakage, the guide wire is heavily deformed and is heavily scratched. The surface of the broken areas, combined with the deformation observed, give evidence that the device broke in a ductile manner, as a result of continuous heavy bending load. Dimensional inspection confirmed that the device is within specification. Based on investigation, the root cause was attributed to an user related issue. The breakage was caused by heavy continuous bending load applied by the user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "during reaming for a femur nail, the nail guide broke off sharply after few seconds of reaming. Clinical consequences and current status of the patient or person involved: serious consequences, increased duration of intervention, risk of infection" 4/16/2025 - additional information received from the customer: the procedure could be completed correctly with another guide. Major consequences for the child: large additional incision (need for a large additional skin incision to remove the guide), increased block time, risk of infection.